Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states they feel well and that no medical attention. The customer's expected blood results are 166mg/dl. Verified the strips expire 07/21/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 84mg/dl and 77mg/dl fasting. Reviewed meter memory: 1:95mg/dl (B)(6) 2015 04:18:00 pm fasting:yes. 2:100mg/dl (B)(6) 2015 04:14:00 pm fasting:yes. 3:71mg/dl (B)(6) 2015 08:50:00 am fasting:yes. 4:72mg/dl (B)(6) 2015 05:44:00 pm fasting:yes. 5:120mg/dl (B)(6) 2015 04:08:00 pm fasting:yes. Customers concern:71 mg/dl and 72 mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states they feel well and that no medical attention. The customer's expected blood results are 166mg/dl. Verified the strips expire 07/21/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 84mg/dl and 77mg/dl fasting. Reviewed meter memory: 95mg/dl, (B)(6) 2015, 04:18:00 pm, fasting:yes. 100mg/dl, (B)(6) 2015, 04:14:00 pm, fasting:yes. 71mg/dl, (B)(6) 2015, 08:50:00 am, fasting:yes. 72mg/dl, (B)(6) 2015, 05:44:00 pm, fasting:yes. 120mg/dl, (B)(6) 2015, 04:08:00 pm ,fasting:yes. Customers concern:71 mg/dl and 72 mg/dl. No adverse event reported.